Event description:
It was reported that a malfunction alarm occurred. The customer declined to answer whether their blood glucose levels exceeded 500 mg/dl, leaving the impact unknown. The customer was instructed to use multiple daily injections (mdi) as a backup therapy, while the problem was addressed by replacing the pump.